Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse was able to reproduce the reported problem, error 86. Fse replaced the core power tray (ipd) to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) has requested the site to return the product to perform failure analysis. At the time of this report, the product has not been received.

Event description:
It was reported that during a da vinci-assisted chest anastomosis esophagectomy transthoracic surgical procedure, an error 86 occurred on the screen. The technical service engineer (tse) guided the customer to check and reseat the power cord. All the circuit breakers were in the on position. The customer stated that the system worked normally after the power cycle. However, the customer called back later to inform that the 86 error occurred again. The tse reviewed the error logs and found an error pointing to the core power trade assembly (ipd). The procedure was converted to a laparoscopic surgery with no reported injury to the patient. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the error recurred 10 minutes after clearing. The multiple occurrences led to the procedure being converted to laparoscopic surgery. There was no increase in port size and no additional ports placed. The patient tolerated the change and there was no injury to the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The core power tray (ipd) was analyzed and reported failure was replicated and confirmed. The core redundant power tray assembly was installed and tested and programmed on the final test is4000 system 1. The system started at normal mode with error 86 triggered at startup.

Event description:
Refer to h10/h11 for follow-up information.